Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. When powering on the cycler, the screen was dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. The cycler underwent a system air leak test and failed due to noise encountered. The noise was caused by the compressor resting on the frame due to missing screws on the air supply. The cycler failed the go/no go check due to the go gauge touching the heater tray on the rear front panel side. The load cell verification check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was distorted during their peritoneal dialysis (pd) treatment. The patient¿s caregiver reported an invalid sensor reading warning and an electrical noise that occurred during dwell three of four. The caregiver stated that the screen was flashing. The power cord was securely plugged into the back of the cycler and the wall outlet. The cycler was rebooted and the screen remained distorted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.